Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber stopper remained in the tube. This event occurred 16 times. The following information was provided by the initial reporter. The customer stated: "there is no issue with the vacuum and filling of the tubes, however, once we remove the cap, the rubber seems to be dislodged, and the cap does not fit snugly back to the tube."

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper creepout (decapping) was observed. Additionally, 29 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for stopper creepout (decapping) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout (decapping). Bd has initiated further root cause investigation relating to the issue of stopper creepout (decapping) through corrective and preventive actions. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber stopper remained in the tube. This event occurred 16 times. The following information was provided by the initial reporter. The customer stated: "there is no issue with the vacuum and filling of the tubes, however, once we remove the cap, the rubber seems to be dislodged, and the cap does not fit snugly back to the tube."